Event description:
Covid in home test pixel labcorp was received in lab 07/21/2020. Results never received as of 7/28/2020. Numerous calls made to full mailbox. No response from lc requesting a fast track test result (07/21/2020) due to maternal health incident. Email sent to lc 7/28/2020 requesting result status again. Lack of two-way communication and failure to process test results resulted in numerous work days lost and inability to visit terminally failing mother. Labcorp advertises rapid test results. Experience was lost test results. They are re-sending new kit 11 days after our initial requested kit and lab failure. I waited for covid test results for 8 days after kit was received in the labcorp lab. After five days (maximum time per labcorp web) I started calling them to no avail. The phone is never answered and then a message is received the mailbox is full. I sent an email requesting results and received a response the following day that my order has been received and a test kit is on the way. No other details provided. Lack of ability for two-way communication and lack of efficient test results is hindering ability to control and reverse covid 19 outbreak. Rec'd on 7/20 and returned to lc. On 7/21 lc rec'd and going to lab; delivered to lab. On 7/29 finally responded to 2nd email (sent 7/28). Lab processing error sending new kit. Numerous calls mailbox full every time, not able to leave a message. Email sent on 7/21 requesting fast track due to (B)(6) yr old mother in personal care home having stroke/seizures. Possible eol event; no response to email.